Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Additionally, the bottom left corner of the pump touch screen became black. Customer's blood glucose was 99 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.